Event description:
The customer called to report that she has been experiencing high blood glucose, and doesn't feel that the unit is alarming no delivery. The customer was experiencing dizziness and thirst as well. Troubleshooting revealed that the drive support cap was flush. However, the insulin pump passed the prime and high pressure tests. The unit was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.